Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced increased recharge burden and discomfort at the ipg site (described by the patient as uncomfortable burning sensation). Also, the ipg allegedly stopped working a few months ago. As a result, the ipg was explanted and replaced with a different model on (B)(6) 2017. The issue was resolved.